Event description:
Boston scientific crm received information that a health care professional made a request for evaluation of this pacing system due to impedance issues. It is unknown which lead is experiencing the impedance problems and efforts to obtain additional event information were unsuccessful.

Manufacturer narrative:
According to our resources, the lead remains actively implanted and no adverse patient effects have been reported. This issue will be re-evaluated if additional information is received.